Event description:
It was reported that, one day post implant, the right ventricular (rv) lead was observed with loss of capture. Reprogramming was performed to turn off ventricular capture management (vcm). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.